Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3.h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they tested the unit but were unable to reproduce the issue. The fse replaced the 2500 hour maintenance kit as a precaution. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) had low vacuum alarm during patient use. The unit was swapped with another balloon pump and there was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.